Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The hypotube fracture faces were oval shaped at the separation which can indicate the hypotube was kinked and then separated and subsequently indicated that is the location of the reported kink. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during preparation and/or advancement in the anatomy such that the shaft kinked and upon further manipulation, eventually separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a moderately calcified, moderately tortuous left anterior descending coronary artery that is 70% stenosed. After inserting a 3.00x20mm trek rx balloon dilatation catheter, the shaft kinked and separated near the hub and was simply withdrawn. A non-abbott balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.